Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01607. Concomitant medical products: item#: unknown, unknown stem; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent the patient's first revision surgery of their left shoulder due to disassociation of implants. The cause of the disassociation of the implants is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. D10: medical products: item#: 00434901413, 14mm 130mm length humeral stem; lot#: 65102853. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently, the patient was revised approximately two (2) months later due to the polyethylene fracturing off and disassociating off of the stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.